Event description:
During a lobectomy procedure, the device created an incomplete staple line on first firing. On 2nd firing device would not fire. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: one device was returned loaded with an unfired reload cartridge that was noted to be not properly seated onto the channel. The device shows evidence of an improper loading technique of a reload and it could contribute to a partial fire. The cartridge was removed from the device and placed back into a test instrument; it fired all the staples without any difficulties. Upon further inspection of the returned device, the knife was noted to be bent towards to the left side. Functionally could not be performed due to the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.